Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was less than the expected residual volume (erv). The arv was 0ml when the erv was 14ml. The surgical healthcare provider (hcp) was contemplating pump replacement and further troubleshooting. The hcp thought it was possi ble that the cause of the volume discrepancy was a pocket fill. It was noted that there "may be" 2 incidences of volume discrepancy but details were unknown to the reporter. Reporter stated that the refill in "october or december" was accurate, and after that refill the dose was increased, at which time the patient became too loose, so the hcp turned the dose down again. The patient then had a positive response <(>&<)> became tighter after dose adjustment. The patient was not issues of over or under dose in correlation with the latest volume discrepancy. The medication in the pump was thought to be gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), product type catheter (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was noted another "large" reservoir discrepancy occurred on (B)(6) 2012. Expected volume was 27.8ml, actual volume was 7.0ml. It was also noted that the patient had been "weaned down" to a dose of 24mcg/day at his request to "evaluate the benefit" and that he was "interested" in explanting the system. A follow-up report will be sent if additional information becomes available.